Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error and the sensor had been alerting sensor updating. Customer also reported that the clear ring on the top of the pump keeps falling off. Blood glucose level at the time of the incident was 286 mg/dl. Customer completed troubleshooting and was able to complete the rewind process. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.